Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer on 10/12/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call. Customer satisfied with the replacement product.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter memory of 239 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 160 mg/dl. At the time of the call, the customer feels well and did not report any symptoms. Customer also stated his meter read 95 mg/dl fasting and that he had felt dizzy and felt symptoms of low. Customer stated his sugar had to be within 50-70 mg/dl fasting in order to feel symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 200 mg/dl and 234 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 09/21/2018 and open vial date is (B)(6) 2017. (B)(6).